Event description:
It was reported that the patient underwent a sling procedure in 2006. Three months postoperatively the patient presented with inguinal pain, however, the clinical and radiological investigation returned no pathological results. One month later the patient was seen in the hospital due to abuse of pain killers and the MRI revealed an osteolysis of the ramus desc. Ossis pubis. Surgical intervention showed a purulent osteomyelitis; bactoriology was negative. The detritus was cleared and pmma-chains containing antibiotics were placed. Today, the patient still suffers from pain and another surgical intervention is planned in order to stabilize the bone.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.